Manufacturer narrative:
Reliability analysis inspected 1 opened and used reservoir and performed manual prime and high pressure test using a new lab infusion set along with insulin pump. Reservoir passed per specification. No occluded anomaly was observed during analysis. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 432 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin did exit during fixed prime. The reservoir will be returned for analysis.